Event description:
End user reported that the shaft that holds the crutch broke and he fell. He states he fractured ribs and bruised his intestine.

Manufacturer narrative:
The end user reported using the forearm crutches outside on his ranch. He states that the shaft sheared and caused him to fall. He did not go to the emergency room but later saw his physician who told him he cracked some ribs and bruised his intestine. No photos were set and the sample was not returned for eval. At this time we are unable to identify a potential root cause for the incident or determine the need for any corrective actions.